Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via a manufacturer representative. The patient experienced symptoms that were typical of withdrawal; sweats, nausea, increased pain, and malaise.

Manufacturer narrative:
The pump was returned, and analysis found gear train anomaly; corrosion and-or wear and-or lubrication and stall due to shaft-bearing. (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative regarding a patient who was receiving dilaudid 10 mg/ml; 3.4 mg/day via an implantable pump. The date of the event was (B)(6) 2018. It was reported interrogation of the pump showed an unexplained motor stall; 21 months until elective replacement indicator (eri). Stopped pump period may exceed tube set. There was no known electromagnetic interference (emi) exposure. No known environmental/external/patient factors may have led or contributed to the issue. The pump was replaced (B)(6) 2018 and will be returned to the manufacturer. The issue was resolved. Patient status was alive - no injury. (B)(6). Medical history was chronic pain. No further complications were reported.